Event description:
I had a philips system one CPAP asv with humidifier that was the subject of the current recall. I received a call from a local dme that my replacement system was available for pick up - not shipped as indicated in customer-facing communications. At pick up, I was presented with a repaired dreamstation console. No power supply, tubing, filters, or humidifier. This was not a full replacement of a recalled device and not useable as provided by the dme / philips. I am not sure how philips expects patients to continue therapy without a complete system and power. Ref: philips recall confirmation #: 2021071501939889.